Manufacturer narrative:
Conclusion: an event of an early detachment from the associated transcatheter implant pusher system and device embolism was reported. The occluder was not returned therefore no visual inspection or functional testing of the actual device could be conducted. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. No deviations were found in the inspection protocol. Packaging and shipping were according to process. The environmental conditions were within limits during storage. The pictures and the parameter protocol from the laser cutting and plasma welding process were rechecked and revealed no deviations. The welding ball of the device was within specifications. The occluder passed the pull-in force test suggesting the occluder should have had no difficulty being gripped and held by the implant pusher. It was reported a 9 french (f) sheath was used during the implant procedure. Per the instructions for use (IFU) a 7f sheath should be used for the size of occluder used. A simulated test using a similar device combination was conducted and no deviation was noted indicating the use of a bigger sheath likely would not have contributed to the reported event. Based on the production records and the simulated test analysis, it can be concluded that the reported event is likely not related to the occluder itself. However, without further information or testing of the complained occluder to confirm it could be coupled, held, and decoupled with the transcatheter implant pusher, the final root cause of the reported event cannot be determined. Hence the root cause of the reported event remains unknown.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the attempted implant of this 10.5 millimeter (mm) atrial septal defect (asd) occluder, transesophageal echocardiogram (tee) and a sizing balloon were used to measure the defect to approximately 9 mm. While preparing the occluder for implant standard mounting procedures were followed and a secure attachment of the occluder to the transcatheter implant pusher system was confirmed. During the implant procedure while advancing the transcatheter implant pusher system through a 9 french (f) delivery sheath the occluder became detached from the pusher system and embolized to the aortic arch. The occluder was retrieved percutaneously. There were no patient complications.